Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Remains implanted.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently the patient under went a scope procedure where the acl was scarified and the pcl was released due to the patient experiencing limited range of motion.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown; device code - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter - unknown; the PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred, is, or may be needed. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported multiple patients have experienced limited range of motion and loosening after a total knee arthroplasty. Some cases have resulted in revision. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00475 & 03526).

Event description:
Patient underwent a left knee arthroscopy an unknown amount of time post-implantation due to lack of range of motion. During the arthroscopy, the anterior cruciate ligament was scarified and the posterior cruciate ligament was released.